Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The doctor contacted the responsible team to report that he had explanted the device, due to a rupture of the skin in the region between the processor and the internal component coil. According to information received, the patient had been using the device since 2018 and did not return to follow-ups, when she returned to the doctor due to discomfort in the region of the implant, there was a tear in the skin with pain and bleeding present.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant, possibly due to skin flap pressure. However, no available information points towards the device having caused or contributed to this outcome. This is a final report.

Event description:
The doctor contacted the responsible team to report that he had explanted the device, due to a rupture of the skin in the region between the processor and the internal component coil. According to information received, the patient had been using the device since 2018 and did not return to follow-ups, when she returned to the doctor due to discomfort in the region of the implant, there was a tear in the skin with pain and bleeding present. There are no claims being made against the device.